Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) can no longer inflate the device as intended. The physician suspects the patient may have worn it out and the device lost fluid. The ipp was explanted and replaced. There were no patient complications reported.